Manufacturer narrative:
A bayer field service engineer performed a system service check of the avanta fluid management system on (B)(6) 2015 and determined that the injector was operating to specification. No errors were found. (B)(4) quality assurance product analysis examined the products that were returned by the site, which consisted of one multi-patient disposable set (mpat), lot number 144102 and one single-patient disposable set (spat), lot number 150702. Functional testing of the returned products confirmed that the disposables performed to specification with no problems found. (B)(4) clinical support conducted re-training for the staff from (B)(6) 2015.

Event description:
Additional information was obtained from a bayer representative during a site visit: this subject patient was a (B)(6) year old male with a past medical history of aortic trunk stenosis, heart bypass surgery and 2 myocardial infarctions with a subsequent ejection fraction of approximately (B)(4). The intended purpose of the coronary angiographic procedure performed on (B)(6) 2015 was to implant a pacemaker and determine if this subject patient was a candidate for a tavi (transcatheter aortic valve implantation). The initial injection demonstrated a complete occlusion of the lca (left coronary artery) as well as a few air bubbles. Following this first injection, the patient's ECG rhythm and cardiac function quickly declined. CPR was initiated as well as cardiac massage. The patient was transported to the ICU and was intubated for the next 2 days. The patient was reportedly extubated and stabilized on (B)(6) 2015. The patient was scheduled to have the tavi on (B)(6) 2015; however, on (B)(6) 2015 the patient's condition worsened and on (B)(6) 2015, the patient reportedly passed away. Multiple attempts to obtain a cause of death report from the customer have been made without response.

Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification and as intended. The disposables from the reported occurrence are being returned to bayer product analysis for evaluation, but have not yet arrived. Additional clinical applications training has been offered and accepted by the customer. A tentative site visit is scheduled for (B)(6) 2015. A follow up report will be submitted in the event additional information is obtained.

Event description:
The customer reported the following on (B)(6) 2015: a (B)(6) old male patient with an admitting diagnosis of trunk stenosis underwent a pacemaker implementation procedure for which he was connected to the avanta fluid management injection system. During the procedure, the site alleged an indeterminate amount of air noted on the images. The patient was later reported to expire. Multiple attempts to obtain additional information from the customer have been made. We are awaiting their response.